Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the customer received a failed battery test. Customer's blood glucose level at the time 375mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No scrolling numbers display anomaly noted. Unable to verify failed battery test alarm due to button keypad anomaly. The insulin pump has minor scratched display window.